Manufacturer narrative:
Follow up 09-aug-2015: follow up information received from the reporter physician. (B)(4). Patient's age was provided, she was a (B)(6) female patient. Essure was inserted on (B)(6) 2015, procedure was fluent, took 7 minutes and was not painful. In principle, only ultrasound was planned after 3 months. Actually, immediately after insertion, the patient experienced nagging pain in lower abdomen. On (B)(6) 2015, hysterosalpingogram was performed and showed good position of device and no signs of perforation were observed. The date of laparoscopic removal was on (B)(6) 2015. No reason for pain was found during procedure. It was observed a normal anatomy and essure in tuba. Tubectomy was performed on both sides and the procedure was fluent. Patient recovered well. Still complaints of pain a few days after laparoscopy (expectative). No information was provided regarding the relationship between the event and the performed intervention. Case closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-aug-2015 for the following meddra preferred term: procedural pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and presented nagging abdominal pain immediately after insertion. Essure was removed and patient recovered. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case, immediately after insertion procedure, the patient experienced nagging pain in lower abdomen. 11 days after placement, hsg was performed and showed proper position of device and no signs of perforation were found. Two weeks later, essure removal was performed via laparoscopical tubectomy. Given the nature of the reported event and close temporal relationship, causality with essure cannot be excluded. This case is regarded as incident due to the reported laparoscopy for essure removal. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6)-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician reported that a patient had essure removed three weeks before the time of this report (in (B)(6)-2015), due to persisting abdominal pain. Essure was removed laparoscopically without any problems. The device was placed by another gynecologist. Follow up from 09-jun-2015: ptc (product technical complaint) result. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Essure was removed. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case limited information was provided. The time interval between essure insertion and the onset of pain was not reported. However, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident due to the reported laparoscopy for essure removal. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.